Event description:
The hosp reported that the oxygenator leaked after 32 hours. The unit was changed out. The pt did expire post operatively. However, the hosp indicated that the pt outcome was not related to the incident.